Manufacturer narrative:
The sterile lot number for the device is unknown, therefore a device history report review could not be performed. The product was not returned for analysis. Access site hematoma is listed as a potential adverse event associated with the use of the exoseal vascular closure device. Access site hematomas are a common procedural complication and may be related to stick technique, anticoagulation, blood pressure and/or discomfort; from the available clinical information, it could not be determined if arterial access was achieved with a single stick or if multiple punctures were present. The patient does indicate that this is a recurring complication for her. With the information provided it is not possible to determine an exact cause for the event but as indicated by the patient, patient factors and/or procedural factors may have contributed to the reported event. The information does not suggest a design or manufacturing issue contributed to the event; no actions will be taken at this time.

Event description:
Information received from an account indicated that a patient developed a hematoma after an exoseal vascular closure device was used to seal the access site. The physician had used the device in 20 previous cases. The vcd showed no visible signs of damage and was used with a cordis 6f brite tip csi, 11cm. No other sheaths were used during the procedure. No resistance/friction was experienced as the vcd was advanced through the sheath, and the sheath locked properly against the cowling with an audible click. The angle of access was between 30 and 45 degrees, and femoral artery suitability was verified on angiography. The vessel diameter was >/= to 5mm in diameter, and the arteriotomy was not in or near an area of calcified plaque or near a stented segment. An adequate bleed-back signal was observed, and proper indication was observed in the indicator window (chevrons moved relative to device retraction). The plug deployment button fully depressed and the plug deployed. Hemostasis was achieved successfully with the vcd. The vcd was removed with the sheath as a single unit. The patient experienced bleeding complications: developed a large hematoma after they returned to the room. This patient had a diagnostic left heart cath with a non interventional cardiologist and then patient had a cardiac intervention with another. The device was used in an interventional case with a retrograde approach. The 6 french exoseal vascular closure device was successful, but when the patient went back to the room, they developed a large hematoma. The patient went to surgery for a cut-down to relieve the hematoma, did well, and was released the next day per the interventional cardiologist that did the exoseal. There was no retroperitoneal bleed. Per the clinical coordinator, the patient told the closing physician every time she has gotten a closure; she has bled and had complications.